Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: a2, a3 and h2. Updated information can be found in g4, g7, h2, h6, h10. Intuitive surgical, inc. (Isi) received the following additional information related to this event from a nurse at the site. The surgeon was performing a sigmoid colectomy and the issue with the small grasping retractor instrument was identified at the beginning of the procedure. There were 2 fragments found in the reducer once the small grasping retractor was removed. There was another fragment found in the patient's abdomen later during the case. No additional procedure was needed to remove any fragment(s). The surgeon was not sure why the instrument was stuck and broke. The instrument was inspected prior to use. It is unknown if the instrument made contact with any other instruments. The only time the instrument was removed was when the instrument broke; the customer attempted to remove the instrument but it would not come out. The customer called isi technical support and a lock key was used to free the instrument from the arm of the robot. There was no injury to the patient. An x-ray was taken at the end of the case and no metal pieces were found. It is unknown if the patient has returned to the hospital due to retaining a foreign object. No procedure video was available for review. There is no further information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint, and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint, "the instrument cable snapped inside patient." The instrument was found to have two broken pitch cables at the distal end. Both broken cable segments that contain the crimp were missing from the clevis. Only one segment that contains the crimp was returned with the instrument. A review of the instrument log for the small grasping retractor (part #470318-10/lot#n10190507/sequence#0140) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2020 on system sk0620. The alleged event occurred on the 8th use of the instrument with 2 lives remaining. No image, or video clip for the reported event was submitted for review. This complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, a cable on the small grasping retractor instrument allegedly broke and fell inside the patient. All fragments were retrieved, and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. In addition, a broken pitch cable was identified during the failure analysis. While there was no harm or injury to the patient, the reported failure mode could cause, or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the arm 4 would not release the small grasping retractor instrument. The customer stated that the instrument had a broken cable at the wrist, and the instrument release button was not responding. The technical support engineer (tse) explained to the caller how to use the instrument release kit (irk), and manually release the instrument. The staff used the channel in the instrument base to depress the sterile adapter (sa) instrument release tab with the irk, and the instrument released from the sa. The instrument had two broken pieces that were found in the reducer and one cable piece was found later during the case in the patient¿s abdomen. The tse recommended to return the instrument. The caller reseated the sterile adapter, and proceeded with the case. An x-ray was taken at the end of the case, and no pieces of cable were detected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Per further log review, it was determined that the event date of (B)(6) 2020 reflected initially in the logs was incorrect due to discrepancy with the internal clock on the system and the clock on the logs. The correct date reflected in the logs was (B)(6) 2020. Please see the corrected h10 statement from the initial report below: a review of the instrument log for the small grasping retractor (part #470318-10/lot#n10190507/sequence#0140) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2020 on system sk0620. The alleged event occurred on the 8th use of the instrument with 2 lives remaining. No image or video clip for the reported event was submitted for review.